Event description:
End-user's nurse called in reporting that when trying to administer insulin, it is not coming out of the pen needle. The nurse tried to resolve the issue but the insulin would not flow through the pen needle.

Manufacturer narrative:
Production records analysis conducted. No malfunction was detected during analysis. Trend analysis was conducted on lot 473813p. No trends were identified during the review of lot 473813p

Event description:
End-user's nurse called in reporting that when trying to administer insulin, it is not coming out of the pen needle. The nurse tried to resolve the issue but the insulin would not flow through the pen needle.